Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the "camera cart monitor rebooted twice." The main cart monitor stayed on during the "reboot." The camera cart went from the normal navigation screen to a teradici communication screen, to the "medtronic further together" screen, to the normal teradici loading screen that is seen when a system is first booted, to the temporary error right before going back to the navigation screen. Self test showed that the main cart battery was at 100% and the camera cart battery was at 98%. Both carts remained on after unplugging them from wall power. Since the screen went from navigation to teradici before the monitor power cycles, it indicates that the system lost communication with the main cart. But then, since the monitor showed the further together screen, that indicates that the components inside the camera cart experienced a power cycling event. Moved the interconnect cable to see if the issue could be triggered. First time it happened, the surgeon was navigating. The second time it was between the use of navigation. There was no patient impact and no delay.